Manufacturer narrative:
The device was returned to smiths medical. Device was received in with damaged front panel- o2 concentration knob was spinning freely and missing end cap. The small knobs were cracked and the input manifold assembly was loose on the bottom chassis. The root was cause was determined to be physical impact at the user interface. Replaced function switch. Then, the device passed functional tests.

Event description:
(B)(4): it was reported that the peeps was not working properly. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. Device was received in with damaged front panel- o2 concentration knob was spinning freely and missing end cap. The small knobs were cracked and the input manifold assembly was loose on the bottom chassis. The root was cause was determined to be physical impact at the user interface. Replaced function switch. Then, the device passed functional tests.

Event description:
(B)(4): it was reported that the peeps was not working properly. No patient injury was reported.